Manufacturer narrative:
Siemens analyzed the data files. There is evidence of benzalkonium interference occurring on numerous times over use life of this measurement cartridge including on (B)(6) 2017 causing calibration failures and instability in the na sensor during the suspect sample time. Benzalkonium is a known interferent on the rp500, per the rp500 operators manual. The customer stated that they are operational and have not had any other issues. The qc and calibration have been passing for all levels and all parameters.

Event description:
The customer reported discrepant low sodium results on a pediatric ICU sample. There was no report of injury due to this event.